Manufacturer narrative:
The pt died of causes that are not known yet. The autopsy report is not yet available. The pt was wearing the pump and infusion set at the time of death. No used device has been returned for testing. No lot number was available and therefore the manufacturing records and reference samples could not be inspected.

Event description:
There is no information about the events that occurred before the death of the pt. The only information that is available at the moment is that the medical examiner is performing the autopsy. (B)(6) 2014. Collect bg at time of death (if unk state in svn: unk. Document date of last bg recorded in meter or pump (if unk state in svn): unk. Name of the caller/reporter: (B)(6). Caller's contact info (valid contact number): cell: (B)(6).